Event description:
It was reported while using the nmic-312 an unspecified of patient and qc isolates had high mics for the drugs ertapenem or meropenem. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for high mic results with pseudomonas aeruginosa, escherichia coli and klebsiella pneumoniae when using phoenix panel nmic-312 (catalog number 449082) batch number 5324466. The customer provided phoenix generated lab reports showing failed mic results for the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Upon investigation from an onsite visit, it was discovered that the ap instrument was contaminated. It is recommended to perform routine decontamination on the instruments and environment. This complaint is unable to be confirmed for a performance issue. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the nmic-312 an unspecified of patient and qc isolates had high mics for the drugs ertapenem or meropenem. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA/510(k)#: k020322, k023444, k023634, k023858, k033458, k042932, k060214, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k062945, k063486, k063573, k063811, k063824, k123404, k132674, k132909, k163637, k173252, k173523, k181665, and k233986. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.